Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical product: boston scientific ICD implanted: (B)(6) 2017.

Event description:
It was reported that during the patient¿s device change out procedure the right ventricular (rv) lead¿s impedance measurements were jumping between 120 and 160 ohms when the lead was connected to the new competitor device; normal impedances for this model lead is between 60-90 ohms. It was noted that the clinician had added saline to the pocket to ensure it was not a dry pocket and impedances were still spiking greatly. Follow-up with the clinic for additional information was conducted but was unable to obtain requested information after multiple follow-up attempts. The lead remains in use. No patient complications have been reported as a result of this event.